Event description:
This complainant is an experienced nurse that routinely sets up pts (home use setting) with IV sets, and various pumps including insulin pumps like this device. In addition she has been using various insulin pumps from same co over the last two years. On 4/20/96 she had her pump stop infusing with no alarm and she experienced a significant sugar level rise. After calling the MFR and filing a complaint, it started working again but on monday 4/22/96 it happened again. She then went to her backup and that didn't work either. Her backup is also the same model pump. Therefore there were three similar failures in 48 hrs on two different models. She reported them to co. She now will not use an insulin pump because she does not trust them. She also filed 4 more complaints for various failures previously, such as a04 occlusion alarm. The pump goes into 04 during prime, this happened on 4 occasions. A02 low motor battery. There was a crack by the o2 battery compartment. This happened twice. A07 electronics alarm. Failed tech check, the pump went into an 07 alarm in less than an hr. The motor was defective. The pump was not returned from repair. Happened twice.